Event description:
It was reported that the patient had experienced a lead migration and had undergone a revision surgery. One lead had migrated cephalad to the level of the c6 and the other had migrated caudally to the level of t12. Final lead position was t11-12 for the lower lead and t8-9 for the upper lead. The patient was satisfied with the coverage.